Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2020-00027.

Event description:
It was reported that during the procedure two closure tops stripped during the final torquing step. There was a greater than 30 minute delay to remove them. They were replaced with alternate closure tops to complete the case. There were no additional patient impacts reported. This is report two of two for this event.

Event description:
It was reported that during the procedure two closure tops stripped during the final torquing step. There was a greater than 30 minute delay to remove them. They were replaced with alternate closure tops to complete the case. There were no additional patient impacts reported. This is report two of two for this event.

Manufacturer narrative:
The returned closure top was evaluated. A visual inspection did not find thread damage. However, there was an unreported hex damage found. A device malfunction was confirmed. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. The failure of hex damage may have been caused by the closure top cross threading and torque being applied at an angle or over-torquing the construct.